Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to confirm the issue, unit passed leak testing and calibration testing, the unit passed all functional and safety tests.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) has a leak coming from the front of the unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.